Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a temperature alarm occurred while charging in normal temperature conditions. During troubleshooting with tandem technical support, the malfunction alarm and temperature alarm were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 82mg/dl.